Event description:
It was reported that during an acl the biosure broke. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Patient bone quality was good. The back up was used in the original bone hole, no void was left in the patient. The instrument use to prepare the insertion site was a drill 8mm, tunnel size was 8mm. The site was cleared of all debris prior to insertion. Patient status is good and the surgeon was ultimately satisficed with the surgical outcome.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl the biosure broke. The broken pieces were removed from the patient with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Patient bone quality was good. The back up was used in the original bone hole, no void was left in the patient. The instrument use to prepare the insertion site was a drill 8mm, tunnel size was 8mm. The site was cleared of all debris prior to insertion. Patient status is good and the surgeon was ultimately satisficed with the surgical outcome.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The complaint device was returned with the distal end fractured and deformed. There is debris on the device. An assessment of the customer supplied image finds the complaint device, with the distal end fractured, deformed and containing debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. No further complications were reported. Therefore, no further clinical investigation is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). A1: patient identifier must be in blank and not as "none". There was a patient involved but there is no specific information about the patient.